Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023. During a robot-assisted descending colectomy procedure and ¿it was reported that the trocar tip was found to have broken in the abdominal cavity at the time of wound closure. The fragment remained into the patient body, but ut was retrieved it. According to the surgeon, there is a possibility that forceps or the like may have struck the fractured area.¿. The procedure was completed. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. Further assessment found ¿the fragments of the device were retrieved. The surgeon thinks the forceps may have hit the trocar.¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.